Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The reported test strip lot DHR was referenced and the lot cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was caused by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication and diet may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to the discrepant readings. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The patient phoned customer support because the one drop chrome meter is reported displaying readings that are about 20-100 mg/dl lower than her one touch meter. As a result of this she overcompensated her carbohydrate intake and had to call the paramedics due to high blood-glucose. She measures her blood-glucose 6 times per day and is on an insulin regimen (brand and doses unknown). Three days prior to notifying agamatrix, she had to call the paramedics because her blood-glucose was too high. The one drop chrome was displaying results 100 mg/dl lower than her one touch meter. She compensated for the low readings the one drop chrome was displaying. The patient reported the paramedics compared a reading from their meter to that of the one drop chrome and reported the two readings were very different. The specific readings and the brand of the meter the paramedics used were requested but not provided. Any treatment given by the paramedics was not provided. Reported test strip lot: ps14wp84r.